Event description:
It was reported that the patient experienced coupling and or communication issues. An ins overdischarge was suspected. It was noted that the ins was never intended to be used alone for pain relief and the patient originally used her ins and 50-60 mg of morphine a day. The dosage kept going up, and by 2010 the patient was up to 195 mg of morphine a day. The patient was also taking muscle relaxants, medication for her stomach, and a fist full of pills every four hours. In (B)(6) 2010 the patient was having stomach issues and was given a new medication for motility that threw her into a psychotic episode. She experienced gastroparesis from the narcotics and was withdrawn from all her medication. From (B)(6) 2010 until (B)(6) 2011 the patient had nothing for pain, and stated there was no pain relief, even with the ins turned all the way up for 8 months. The patient stated she was suicidal from the pain, and all she did was go from the couch to the bed and vice versa. At this point, the patient was given a botox injection and stated that the first injection was like a miracle, allowing her to walk within 24 hours. The botox made the patient pain free and she no longer made recharging her ins a priority, however, she could only get an injection every 90 days, and when it wore off ahead of time, she needed to use the ins, which was now overdischarged. Stimulation had not been felt for over a year, and the device had not been recharged for over a year. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a dead battery. It was noted that the patient wanted to know if they could be jumpstarted or replaced. It was noted that the patient was implanted in 2008 and in 2011 started getting botox shots to paralyze the muscle. It was noted that the patient did not use the stimulator because the botox worked. It was noted that the patient kept the implantable neurostimulator (ins) charged for a year but, no longer than that. It was noted that eventually the botox stopped working. It was noted that the patient tried to recharge the implant a year and a half ago and it would not communicate. It was noted that it had been 2 years since the patient recharged.

Event description:
Additional information received reported that the manufacturing representative saw the patient on the day prior to report. It was noted that the battery was jumped using the antenna locator. It was noted that the manufacturing representative did an impedance check and all impedances were within normal limits. It was noted that the patient was having a hard time keeping the battery charged. It was noted that the manufacturing representative explained that she needed to charge to full each time she charges. It was noted that the patient was sent to the doctor for a battery replacement as long as the lead was working well for her. It was noted that the patient was not able to inform the manufacturing representative if the stimulator was helping her pain but the patient did say that the stimulation was going into the areas that she hurt. Additional information was requested but was not available as of the date of this report.

Event description:
It was further reported that the patient only used the implantable neurostimulator (ins) for a short time and now they needed to get it replaced because a manufacturer representative told them that if they jump started their device it would go into discharge the next day because it was dead for so long that the patient would have to recharge it every day. The device only helped 20% of the pain when it was on. The patient wanted to get an MRI because their sciatic nerve was splitting and causing pain due to piriformis syndrome. The patient wanted to know if the battery depleted if it could still pose injury to the patient.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturing representative.

Event description:
Additional information received reported that an implantable neurostimulator (ins) overdischarge was confirmed. It was noted that th is was the first overdischarge. It was noted that a physician mode recharge (pmr) was not performed. It was noted that action was not taken yet but planned. It was noted that they would do a power on reset (por) next week. It was noted that no diagnostic testing or troubleshooting was required. It was noted that the patient had not charged in 2 years and now she wanted to use the device. It was noted that the patient's status at the time of the report was alive with no injury. It was noted that there were no patient symptoms or complications associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s physician ¿thought that the patient was having drug seeking issues¿ and the physician ¿did not want to replace the patient¿s stimulator as it was not even eight years old.¿ it was again noted that all impedances were within normal limits. It was noted the patient ¿felt stimulation when she used her stimulator in all her painful areas.¿

Manufacturer narrative:
Lead model 3998, lot # v090294, implanted: (B)(6) 2008, explanted: na; extension model 3708340, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: na; programmer model 37743 serial # (B)(4); recharger model 37752, serial # (B)(4).